Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged, during the reposition attempt it exhibited helix extension issues and it was then explanted and replaced. Dhb/dc.

Event description:
It was reported that this right atrial (ra) lead dislodged, a reposition attempt was done but the lead exhibited helix extension issues and it was then explanted and replaced. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in an extended position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues based on the field report. Laboratory observations and field report were insufficient to verify the dislodgement allegation. Patient code 3191 captures the reportable event of surgery.